Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that support was withdrawn from the patient following a suspected malfunction of the patient's lvad. Per additional information from the patient's physician, the patient presented with signs of exacerbation of heart failure 10 days prior. The patient progressed to renal and hepatic failure. He was already on inotropes for what is believed to be right ventricular failure prior to this. The patient had progressively increasing power levels, as high as 30 prior to expiration and had coagulopathy. An echo was performed and it did not show much regurgitation into the cannula of the lvad, but it also did not show flow through the cannula. The patient was not suitable for a pump exchange as the hospital staff felt that his risk to have further complications, including thrombus, were too high, as they were not certain they could anticoagulate him. The family decided to withdraw support from patient on (B)(6), 2011.